Event description:
It was reported that the patient had a centrimag right ventricular assist device (rvad) placed at the time of left ventricular assist device (lvad) implantation. When the patient was being weaned from centrimag, the doctor reported that the centrimag pump clotted. Per the cardiologist, the patient was not on unfractionated heparin (ufh), and international normalized ratio (inr) was 1.6 (receiving warfarin). Given that it was in weaning phase, flows were low in 1-1.5 l/min range. The patient was not harmed and was currently stable. The site additionally stated that the rvad was planned and their lvad operated as expected and did not cause or contribute to the event. The site did not use adequate anticoagulation at anticipated lower flows while weaning the rvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) . The event was not considered to be device related, and it was reported that the pump operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and right heart failure as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication and right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. Section 6 outlines indications of thrombus, as well as how to respond to such events, and provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.